Manufacturer narrative:
A non-conformance review was conducted for lot 24g003 and there were no ncs related to the reported event issued during the manufacturing of this lot. There were no devices returned for evaluation; therefore, the affected product(s) could not be evaluated. Since the reported issue was not confirmed, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the safety device did not close properly exposing the needle. This occurred during vaccine administration. Additional information received on 07jan2025 stated that no one was injured by the device, no medical intervention required.